Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One titanium hexed uniscrew (uniht) and osseotite® implant 4 x 10mm (oss410) was returned for investigation. Visual inspection of the as returned product identified significant wear and damage about the implant threads and collar. The seating surface is crushed inward, and the drive feature contains the fractured based of the reported screw. The screw is confirmed to be fractured at the threads and badly damaged at the drive feature. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported product was located on tooth # 23 and used for approximately 13 years. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the uniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance /CAPA /hhe/d/ie/product holds for the reported product. A complaint history review by item number was conducted for the uniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/ CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. It was noted that the screw could not be removed from the implant drive feature. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluated by manufacturer. Entered evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that a screw (unit) fractured within the implant. Fractured piece was unable to be removed; therefore, implant was removed.